Event description:
Device report from synthes reports an event in portugal as follows: it was reported that on march 25, 2023, the screwdrivers were damaged. It was not possible to do the final tightening correctly and in a easy/usual way. There was no reported surgical delay. There were no fragments generated. There were no patient consequences. This report involves one (1) viper 2 system final tightener driver x25. This is report 1 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D10: therapy date: (B)(6) 2023. E3: reporter is a j&j employee. H3, h4, h6: a review of the receiving inspection (ri) for viper2 final tightener driver was conducted identifying that lot number so2053780 released in one batch. Batch1: lot qty of 218 units were released on 24 jun 2021 with no discrepancies. Supplier: symmetry medical - othy. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the viper2 final tightener driver was stripped from the tip. A functional test is not possible to perform since the tip is very worn due to use and does not do the function of tightening. The observed condition was consistent as an end of life indicator for the device. No other issues were identified. After a visual inspection, it was determined that the reusable instrument device was stripped from the tip from repeated use and servicing. Therefore, further investigation for the reported complaint device is not required. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed of viper2 final tightener driver would have contributed to the complained issue. There is no indication that a design or manufacturing issue has caused the complaint condition. It was determined that the reusable instrument was worn from repeated use and servicing. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.